Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used per the instructions for use. The device was not returned because it was discarded. The exoseal vcd was used in an interventional procedure, utilizing a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of damage to the device or packaging prior to use. The femoral artery¿s suitability was verified on angiography, including the vascular sheath introducer¿s insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent, no stenosis greater than 50%, and no history of closure devices or manual compression within 30 days prior to the procedure. Additionally, there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the device and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used per the instructions for use. The exoseal vcd was used in an interventional procedure, utilizing a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of damage to the device or packaging prior to use. The femoral artery¿s suitability was verified on angiography, including the vascular sheath introducer¿s insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent, no stenosis greater than 50%, and no history of closure devices or manual compression within 30 days prior to the procedure. Additionally, there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the device and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device is not being returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18288670 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.